Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection found dented distal tip and fiber and broken lenses including the distal lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event the complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the videoarthroscope was found to have an unspecified functional failure. It is unknown whether the event happened during surgery and if there was patient involvement. No further information is available. Results of investigation have concluded that this unit had broken lenses including the distal lens which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.